Manufacturer narrative:
Date sent to the FDA: 10/23/2008. Insufficient drive of disposable - conclusion - the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a gynecological procedure on an unknown date in 2008. During the procedure, the unit was making a grinding noise and the hand piece were working intermittently. A second unit was used to successfully complete the case with no adverse pt consequences.